Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. No visual damage or abnormalities were noted, no leaks were identified in the cylinders. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass activation test during the functional inspection. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. The reported patient symptoms of infection, swelling, skin inflammation and purulent discharge are a known risk associated with implant of these device as indicated in the instructions for use (IFU); therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, redness, swelling and pus discharge in the scrotum. One week later, a surgical procedure was performed to remove the device and, postoperatively, the patient was treated with antibiotics and anti-inflammatory medication. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, redness and swelling in the scrotum. One week later, a surgical procedure was performed to remove the device and, postoperatively, the patient was treated with antibiotics and anti-inflammatory medication. There were no further patient complications reported.